Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and twist was observed in the imaging window assembly. Microscopic inspection revealed that the guidewire exit port was damaged and the tip was in good condition. Additionally, twist was observed in the imaging window. During functional inspection, a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter became stuck in the lesion. The 75% stenosed target lesion was located in the severely tortuous carotid artery. An opticross 18 was selected for use. However, during the procedure, it was noted that the device became kinked when the catheter was pushed through the stenosed lesion. Consequently, the catheter became stuck in the lesion. The tip of the catheter appeared to be kinked and stretched. The catheter was pulled for removal, and the procedure was completed with another of the same device. No patient injury was reported. It was further reported that the tip of the catheter got kinked, but it was not stuck in the lesion and could be easily removed.

Event description:
It was reported that the catheter became stuck in the lesion. The 75% stenosed target lesion was located in the severely tortuous carotid artery. An opticross 18 was selected for use. However, during the procedure, it was noted that the device became kinked when the catheter was pushed through the stenosed lesion. Consequently, the catheter became stuck in the lesion. The tip of the catheter appeared to be kinked and stretched. The catheter was pulled for removal, and the procedure was completed with another of the same device. No patient injury was reported.